Event description:
The rptr stated that the pump kept going into high rate. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The pump has been received from the customer, medex has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.